Manufacturer narrative:
The silicone hemo-cath was returned for evaluation with the sutures attached to the suture wing. Visual inspection revealed no obvious damage or defects. Functional testing was performed by clamping the distal end of the lumen with hemostats and flushing the device. Flushing through the arterial luer revealed no leak. Flushing through the venous luer revealed a leak in the extension tubing just below the luer sleeve. Under magnification it appears that the hole is the result of an external puncture. The contract manufacturer conducted a review of the manufacturing records for the lot number provided. Their investigation revealed the device was manufactured and inspected according to specification with no non-conformances or abnormalities. The manufacturing process includes a 100% leak test performed as a last step in the process. This test would have detected any leaks, holes, or weak spots if it had existed at the time of manufacture. The catheter was implanted for 3 weeks prior to the damage being detected. There is no evidence of a manufacturing issue. The instructions for use (IFU) contains the following warnings and precautions: *do not use sharp instruments near the extension lines or tubing. *do not use scissors to remove dressing *clamping the catheter repeatedly in the same location will weaken tubing. Avoid clamping near the luers and hub of the catheter. *do not clamp over guidewire or stylet - tubing may become damaged. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
We are currently waiting for the device to be returned for evaluation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During the dialysis treatment, there was a pressure problem, we had to re-administer injections and we observed blood on the catheter branch. The catheter had been installed for 15 days.